Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating a brush head completely fell apart in the consumer's mouth, and the pin fell out. Another brush head was loose and would just spin around. No injury was reported.